Event description:
A malfunction was reported, indicated by the code "malf 12," but no notable events occurred prior to this issue. The customer's blood glucose level remained within the normal range as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reoccurred, and they acknowledged this instruction.